Manufacturer narrative:
Pc (B)(4). Date sent: 02/13/2020. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. X-ray image, lot number of the linx device.

Event description:
It was reported that a linx was implanted on (B)(6) 2019. Since the surgery, has had indigestion, nausea, small amounts of food - cannot bend forward or exercise without extreme nausea. The caller went to the doctor and had an edg last tuesday. The doctor indicated the linx had separated in two places and the doctor said that he fixed one of them and wants to try again for the other one. Caller says that she has since learned that her initial diagnosis of heartburn was a misdiagnosis and is scheduled for an explant on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2020.

Manufacturer narrative:
(B)(4). Date: 8/24/2020. Corrected date: the following information was omitted on the previous report (mwr-06072020-0000759996): the device was observed to have the expected annular shape in the images provided for analysis. Additional information was requested, and the following was received: additional information received from patient: was the device explanted on (B)(6)? Yes.

Manufacturer narrative:
(B)(4). Date sent: 06/24/2020. Additional information received: please see attached. Egd reports and images reviewed by ethicon medical safety: the report and images were consistent with an implanted linx device. The patient appeared to have undergone a balloon dilation, I did not see anything of concern. The device appeared well placed and findings were within expectations - attachment: [a1 (B)(4) 1 (4)_redacted.pdf, b1 (B)(4) (2)_redacted.pdf].

Manufacturer narrative:
(B)(4). Additional information received: per the surgeon¿s office: the patient has cancelled her explant procedure multiple times and has not contacted the office to reschedule. They do not have the lot number or xray results.

Manufacturer narrative:
(B)(4). Date sent: 03/19/2020. Additional information received: the explant surgery scheduled for (B)(6) was cancelled and the patient has not re-scheduled. Attempts are still being made to obtain the x-ray results and lot number.